Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 479 mg/dl and ketones were present. A bolus was delivered to address bg. Customer went to the emergency room and was admitted to the hospital. Intravenous insulin was administered and elevated bg was resolved. Customer was discharged on (B)(6) 2018 with no permanent injury. Cause of event was due to bent non-tandem infusion set cannulas. Type of infusion set was not reported.